Manufacturer narrative:
(B)(4). Date sent 12/6/2024. D4 batch #163d70. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 163d70, and no non-conformances were identified. The lot#189d23 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? 16. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? 1. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Unable to provide this information. The only information provided was they went to use the device there was an unknown issue and they opened a new one instead. 2. If yes: did the device deliver any staples? Unable to provide this information. The only information provided was they went to use the device there was an unknown issue and they opened a new one instead. 3. If yes, were the staples formed properly? Unable to provide this information. The only information provided was they went to use the device there was an unknown issue and they opened a new one instead. 4. If yes, was the staple line complete? Unable to provide this information. The only information provided was they went to use the device there was an unknown issue and they opened a new one instead. 5. Did the device cut? Unable to provide this information. The only information provided was they went to use the device there was an unknown issue and they opened a new one instead. 6. If yes, was the cut line complete? Unable to provide this information. The only information provided was they went to use the device there was an unknown issue and they opened a new one instead. 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unable to provide this information. The only information provided was they went to use the device there was an unknown issue and they opened a new one instead. 8. Was there any difficulty opening the device? Unable to provide this information. The only information provided was they went to use the device there was an unknown issue and they opened a new one instead. 9. If yes, how was the device removed from the patient? Unable to provide this information. The only information provided was they went to use the device there was an unknown issue and they opened a new one instead. 10. If yes, did the jaws eventually open? Unable to provide this information. The only information provided was they went to use the device there was an unknown issue and they opened a new one instead.

Event description:
It was reported that during an unknown procedure that the device would not function with new reload loaded. They opened a new one and put this aside.